Manufacturer narrative:
No blank display noted. Unit received with ghosting display, after pressing any buttons. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test due to ghosting display. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for blank display complaint. Pump was cut open to perform visual inspection found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms ghosting display anomaly is isolated to lcd board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, stained address/serial number label and stained end cap sticker. In conclusion, blank display not confirmed. Unit received ghosting display after pressing any buttons; problem isolated to lcd driver defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-712ews. The customer called back with a blank display after receiving a new battery cap. No harm requiring medical intervention was reported. Mmt-712ews was requested, and the customer response was the device will be returned.